Event description:
User reported two false-postive tests. One test result recieved in the last week of august and the second test result recieved the first week of september. User recieved a follow up rapid antigen test and pcr and recieved negative results from these tests. This report 2 of 2.

Manufacturer narrative:
Additional information: relates to mw5104507. H6: type of investigation, investigation findings and investigation conclusions added.

Event description:
User reported two false-positive tests. One test result received in the last week of august and the second test result received the first week of september. User received a follow up rapid antigen test and pcr and received negative results from these tests. This report 2 of 2.

Event description:
User reported two false-postive tests. One test result recieved in the last week of (B)(6)and the second test result recieved the first week of (B)(6). User recieved a follow up rapid antigen test and pcr and recieved negative results from these tests. This report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00055, report 2, 2 of 2).